Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00139 and -02321 / -02322).

Event description:
Patient's legal counsel reported that patient underwent an initial right hip procedure on (B)(6) 2006. Legal counsel reports patient allegations of pain, dysfunction, loss of range of motion, metallosis, and metal poisoning. Subsequently, patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports patient was revised due to malposition acetabular component. Revision op notes report clear xanthochromic fluid and blackened discoloration of the capsule was observed. Additionally, the cup was observed to be placed in neutral version and abducted. The head was removed and replaced. The cup was removed and replaced with a competitor product.